Event description:
It was reported that the patient ¿didn¿t get results.¿ it was stated that the patient got an infection and had the device explanted.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# unknown, product type lead, product ID neu_ptm_prog, product type programmer, patient. (B)(4).